Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tubing broke off on the trocar in the middle of the case with loss of insufflation.

Manufacturer narrative:
Alleged failure: describe the event or problem: tubing broke off on the trocar in the middle of the case with loss of insufflation therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a damaged trocar was connected to the tubeset. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tubing broke off on the trocar in the middle of the case with loss of insufflation.